Manufacturer narrative:
The medical records provided consisted on the implant operative report only. Due to not having product identifiers it cannot be verified that the implanted "marlex" mesh was a bard/davol device. Additionally, we are unable to complete a review of the manufacturing records. Based on the information provided to date, root cause of the patient's alleged post implant complications is undetermined. At this time no conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following is based on medical records (implant operative report) provided by the patient: on (B)(6) 1990 - the patient was implanted with a "marlex" mesh (alleged bard/davol flat mesh) for the repair of an obturator hernia. The report notes "small perforated branches of the iliac vein, extending to the obturator canal, were ligated utilizing hemoclips and ties of 3-0 and 2-0 silk. With retraction of the peritoneum superiorly, a single layer of "marlex" mesh (alleged bard/davol flat mesh) was then fashioned to approximate the obturator ring this was tacked on overlaying obturator ring extending up to the obturator neurovascular bundle. The tissues were quite weak and attenuated and required several interrupted 0-prolenes for approximation." The following additional information was reported by the patient: the patient alleges that following implant she remained in the hospital for five days and when she left she was unable to walk. She further alleges that her condition deteriorated and for over three months she had to crawl and was then able to use crutches. She underwent therapy and tens and was able to walk again nearly seven months post implant. She reports that tests confirmed a sciatic injury to l5/s1 and to obturator nerves. She reports that since implant she has experienced sciatic neuropathy, paresthesia, increasing pain in the groin, inner thigh, pubis, upper thigh and front of hip. She states that pain medications have resulted in adverse effects. In 2016 she reports that an MRI revealed that the sciatic nerve could not be viewed because of mesh clips adjacent to it. She reports that she underwent exploratory bladder surgery. She reports that her doctors suspect mesh erosion and that "as soon as implantation, the mesh would have shrunk, pulling on the anchors and thereby impinging on the sciatic nerve, especially." She alleges that the mesh needs to be explanted; however surgery has not been scheduled.